Manufacturer narrative:
Updated: h6 (component code, type of investigation, investigation findings, investigation conclusions). Further investigation was completed by the engineers in the manufacturing site. As part of the manufacturing process, the units go through a balloon inflation and visual inspection. Additionally, the instructions for use contains warnings on the balloon integrity and catheter inspection as: " balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure" and "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter". Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. Complaints incidence will continue to be monitored.

Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. It was informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after placing this fogarty catheter for aortic occlusion during an emergency intervention after a car accident where patient suffered aortic rupture, traumatic respiratory and cardiac arrest, along with extensive soft tissue avulsion injuries in the lower limbs and perineum, and comminuted fractures in the lower limbs, the balloon burst after injecting 3 ml of saline. Then, the catheter was removed and thoracic cardiac compression and aortic repair were performed to obstruct the blood flow of the descending aorta. There was no patient injury related to balloon burst.